Event description:
Potential delivery inaccuracy reported: the device returned from clinical service with note attached "volume out". There was no tracking information (nurse, patient, location) included on the note. Though requested, there was no additional information available.